Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue, however, because the event occurred during patient use and while connected to trainer, as a precaution the fse replaced the front end board. The fse performed functional and safety tests to meet factory specifications. The unit passed all functional and safety checks and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) ap waveform would not display during an operating room (or) case. The customer stated that instead of wave forms the unit displayed small dash marks. Additionally, when the iabp was connected to a trainer, the waveforms again were not displayed. The customer switched out the console with cs300. There was no patient injury, harm and no adverse event reported.